Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated that there is supposed to be "no power failure alarm". When he unplugged the unit there was no high pitch alarm to notify them that the power source was cut off.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was broken causing the audible alarm not to function, which confirmed the original complaint issue.

Event description:
Dealer stated that there is supposed to be "no power failure alarm". When he unplugged the unit there was no high pitch alarm to notify them that the power source was cut off.